Manufacturer narrative:
Document review: (B)(4). The batch record review of the lot 101029 (60 pieces produced) has been carried out: all the values were found to be conforming to specifications valid at the time of production. Fifty three pieces of the 60 produced were already implanted and one other complaint (# 860-10) regarding this lot was received: same problem of periprosthetic fracture few days after the surgery, fixed with a cable without revision of the implant. Checking the post-operative x-rays, no anomalies were present. There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.

Event description:
The pt felt pain three days after the surgery during mobilization activities and was detected a periprosthetic fracture. A revision surgery was performed.